Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: (serial#(B)(4), model # m-4800-01). Stockert generator: (serial#(B)(4), model# m-5463-01). Coolflow pump: (serial#(B)(4), model# m-5491-02). (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient had no known medical history that contributed to the event. During the case, the physician attempted to exchange the transeptal access sheath for a steerable sheath. When the steerable sheath was advanced, the physician reported that the introducer ¿felt funny¿ the introducer was removed, but the patient¿s blood pressure decreased. Echocardiogram confirmed a pericardial effusion that was treated with pericardiocentesis to remove over 600 cc of fluid. There is no further information about if any additional intervention was performed. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that the injury was due to the dilator of the steerable sheath product used (manufacturer unknown, although we are investigating to identify the manufacturer) and that it is not due to the use of any bwi products. Per 21 cfr, part 803, this complaint is reportable. The bwi thermocool product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.